Manufacturer narrative:
Concomitant medical products: product ID 694765 lead, implanted: (B)(6) 2011; 419478 lead, implanted (B)(6) 2007;. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and short ventricular-to-ventricular (v-v) intervals. It was additionally noted that intermittent undersensing was occurring on the rv lead and that oversensing was occurring on the right atrial (ra) lead. It was further reported that there was an atrial bipolar lead impedance warning as well as high atrial threshold observed. The leads remain in use. No patient complications have been reported as a result of this event.